Event description:
Clinical report states fracture of patella, no revision surgery.

Manufacturer narrative:
The product associated with this reported event remains implanted. No revision has been reported. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported device fracture without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.